Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was exhibiting failure to capture and was found to be dislodged. Lead was explanted and replaced. Patient experienced no consequences.